Event description:
The patient had the spinal cord stimulator implanted in 2017. She stated that the device caused significant pain and shocks when around batteries or her oxygen tank. The device continued to shock her even her even after being turned off.